Event description:
It was reported that due to intraoperative complications, the surgeon was unable to implant one (1) of the two (2) stents from a trabecular microbypass stent system in the patient¿s left (os). Postoperatively, the patient presented with uncontrolled intraocular pressure (iop), and the stent was subsequently removed approximately five (5) months postop. A microhook trabeculotomy was performed to address the iop; however, the report noted that the iop remains unstable post stent removal. Additional information has been requested.

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event (no decrease in iop) appears to have occurred, but the information received does not suggest a problem with the device or the way it was used. No decrease in iop is an established risk associated with use of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. No decrease in iop is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. (B)(4).

Manufacturer narrative:
Additional information: a complaint history review was completed. The electronic complaint system was searched for the specified lot#. There was one additional similar issue reported for this lot #. MFR# reference: (B)(4).

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up the surgeon reported that a trabeculectomy was performed recently, because the patient''s iop did not improve after the initial reported intervention- microhook trabeculotomy ((B)(6) 2021). No additional information was provided through follow-up.

Event description:
The patient was diagnosed post stent removal with persistent uveitis associated with macular edema, and decreased vision with posterior vitreous opacity, contrary to the surgeon¿s initial assessment characterizing the contributing factor as ¿a problem with the outflow pathway behind the collector channels¿. The report noted that the persistent uveitis, which was treated with medication, was the primary reason for the reported surgical interventions (stent removal and trabeculotomy). The surgeon planned to continue monitoring the patient.

Manufacturer narrative:
A review of the device labeling was completed. Uveitis, decrease/impaired vision and edema are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Uveitis, decrease/impaired vision and edema are established risks associated with use of the device, which is clearly specified in the product''s labeling. MFR# reference: (B)(4).